Event description:
During an egd procedure in operating room room 9, a boston scientific ultra clip lot# 37374386 was placed during the procedure. The clip was successfully deployed following with a malfunction of the device. The tech and md during the case had difficulty disengaging the clip post deployment with a malfunction noted at the handle of the device where a spring was bent and broken. This malfunction within the device caused a minute delay within the procedure attempting to get the device to disengage from the deployed stent. After the minute, the md and tech were successfully able to disengage the device from the recently placed clip.